Event description:
On 20-may-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels greater than 401 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization and intensive medical management and is consistent with the reported hospitalization and treatment. Review of available information identified that the user experienced persistent hyperglycemia beginning on (B)(6) 2026, with glucose values displaying high for approximately 20 hours prior to hospital admission. The user subsequently developed vomiting, thirst, shortness of breath, urinary frequency, and elevated ketones requiring hospitalization. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts and no motor errors impacting insulin delivery. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirmed that a factory reset occurred during the reported timeframe. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. Based on available information, the cause of the event remains not established. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.